Event description:
It was reported that the device had a downstream occlusion seal (dso) degradation issue. Per reporter the event occurred before infusion. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had been in for service for a related issue. Visual inspection confirmed the reported issue. The root cause of the problem was the downstream occlusion (dso) seal. The dso seal was replaced to correct the problem. The device then passed all functional tests after the repair.